Event description:
As reported by the field clinical specialist, during a transfemoral mitral valve replacement procedure with a 29mm sapien 3 ultra resilia valve, the balloon ruptured during inflation, and the team needed to open a new delivery system so that the valve could be post-dilated. The balloon ruptured after all volume had been given in the syringe. The delivery system was removed fully intact with no patient harm. The physician requested a new commander delivery system be prepped, in order to post-dilate the valve. The new delivery system was prepped in normal fashion. Post-dilation of the valve was successful. The patient was transferred to the post-anesthesia care unit. There was no patient harm. The root cause was perceived to be calcium.

Manufacturer narrative:
The investigation for this report is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. B4, g3, g6, and h2 have been updated. H6: component, type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Review of the IFU and training materials is detailed in the technical summary and continues to provide adequate instructions on device use, risks, and precautions. In addition, review of manufacturing mitigations is captured in the technical summary, which are still in place. While the IFU/training manuals specific to this complaint event are not listed in the technical summary, review of the instructions reveals similar content as documented in the technical summary. Therefore, the review of the instructions/manuals within the technical summary remain equivalent to the instructions/manuals for this complaint event. The content adequately provides warnings and instructions for use regarding the reported complaint event. The technical summary that applies to this complaint event establishes, through extensive complaint investigations, that balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. In addition, the ruptured balloon profile may lead to withdrawal difficulty and/or component separation if excessive device manipulation is applied. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, while the prescribed nominal inflation volume is provided in the IFU, it is possible that extra inflation volume can subject the balloon to pressures high enough to cause the balloon to burst. In this case, a balloon burst prolonging the procedure could not be confirmed as the device was not returned and no relevant imagery was provided. The available information suggests patient factors (calcification) and/or procedural factors (over-inflation) likely contributed to the event, as there was a severe degree of calcium in the annulus/leaflets, and additional volume of 8 was added to the balloon. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action or product risk assessment is required.